Event description:
Multi system organ failure. Case description: spontaneous report rec'd on 01/31/08 from a company representative regarding a male thermal burn pt. The pt had severe burns that covered 55% of his body surface area. The pt was grafted with 120 epical grafts in 2007. In 2008, the pt expired due to multi system organ failure.